Event description:
A pt reported experiencing inaccurate low results with a meter. The pt's blood glucose results were lo, 225 mg/dl. Tests were done within 10 minutes with a difference of >20%, per reported issue notes. Pt did not experience any adverse events. No further info has been reported.